Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow-up report will be filed.

Event description:
Received information stating patient received an altitude alarm while sitting on the beach. The customer resorted to backup insulin pen. There was no reported impact to customer's blood glucose level.